Event description:
Customer responded to pt exhibiting chest pains. Device was connected to patient. When powered on, device passed self test then shut down. Battery was exchanged, but device would not power on. Pt was transported without incident. Service representative duplicated reporter condition. Battery was replaced and proper device operation confirmed.